Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test and displacement test or verify alarms due to full segment display.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin pump error. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.